Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.

Event description:
The universal driver was sent for evaluation because, an unk substance was coming out of the device during a procedure. The substance did not come in contact with the pt or surgical site. Another device was used to complete the procedure without any procedure delay. No adverse event was associated with the device.